Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The physician was pre-dilating a 99% stenosed lesion, approximately 23mm in length, located in the left anterior descending (lad) artery with this 3.0x20mm quantum maverick balloon catheter. The balloon ruptured on the first inflation at 13atms after being inflated for approximately 7 seconds. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.